Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the fingerstick blood glucose (bg) values. The patient alleges having a fingerstick blood glucose value of 41 mg/dl, with confusion, with upset stomach, and racing heart rate. During troubleshooting, customer support found multiple training misuse issues: patient is not using same commercially distributed bg meter for accuracy comparisons and calibrations; not doing quality checks on bg meter per manufacturer's recommendations; not washing hands thoroughly and drying prior to fingerstick testing. Additionally, the patient reports prednisone use and shingles pain. This complaint is being reported because of the discrepancy in bg readings and because the patient experienced hypoglycemia after use error. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.